Event description:
While setting up for a 23ga vitrectomy (constellation), the machine would not prime the cassette. Alert on screen indicated "cassette leak detected--reseat cassette." Reseating cassette was not successful. New vitrectomy pack opened and used without problems.